Event description:
The plaintiff's attorney alleged the patient experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the product naturalyte and/or granuflo administered to patient for dialysis.

Manufacturer narrative:
The information that was received from the plaintiff's attorney only lists the month and the year of the event. This is one event for the same patient involving two separate products.